Event description:
On (B)(6) 2012, the patient contacted animas and reported that the ok keypad button had a delayed response to button presses. The patient denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/02/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately. The complaint of the delayed response of the ok keypad button was not duplicated. The keypad cover was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored and revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.